Manufacturer narrative:
(B)(4).

Event description:
It was reported during a replacement implant, after several attempts, the ra lead could not hold in the ra port of pacemaker. The pacemaker was then replaced with all port connected properly and working well. Patient was fine.

Manufacturer narrative:
The reported field event of an inability to secure the ra lead into the ra port of the header was confirmed in the laboratory and was due to the set screw being screwed down in the connector port and blocking the lead from inserting by it. Analysis found that the incorrect wrench insertions were made through the septum. The set screw inset had been stripped most likely due to the incorrect wrench insertions. The set screw was fully screwed down into the connector port and was possibly not packed out because of the stripping of the set screw inset. The cause of the anomaly was the set screw being left in position that blocked full lead insertion into the connector port so that the lead could not be tightened by the set screw.